Manufacturer narrative:
The following fields have been update with corrected information: h.1 type of reportable event: serious injury. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. All 30 samples had their safety shields intact. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle stick. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, there was a sharps exposure injury. There was one occurrence of this. The customer does not specify the method of required intervention. The following information was provided by the initial reporter: "per customer, a user reported that that a vacutainer luer adapter caused a sharps exposure injury when the vacutainer failed while attempting to draw blood."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, there was a sharps exposure injury. There was one occurrence of this. The customer does not specify the method of required intervention. The following information was provided by the initial reporter: "per customer, a user reported that a vacutainer luer adapter caused a sharps exposure injury when the vacutainer failed while attempting to draw blood.".